Event description:
A report was received that the ipg was protruding and the patient was experiencing discomfort at the pocket site. The physician confirmed that there was no actual break in the skin. The patient underwent a pocket revision wherein the ipg was moved deeper. The patient was doing well post-operatively.